Event description:
During renal stent placement several weeks prior to the silverhawk procedure, bilateral disease with cto' were noted in both legs. The procedure began with the wire passing through a cto. The diagnostic catheter also passed through the lesion. Three cuts were made with the silverhawk device. The device was pulled out and the fluoro looked good. Then device was cleaned and reinserted for 2 more passes. Again the lesion was fluoroed and looked better. The device was cleaned and the physicain attempted to go in for the third insertion. The device would not pass through the sheath. The physician tried again, but could not get the device to pass through the sheath. The physician though the sheath was kinking. Fluoro showed runn off. The physician said that he was going to call it a day as he though a hematoma was developing. When the device was removed, kinks in sheath were noted and there were 2 spots that looked like the sheath was perforated or ripped in some way. Dsm verified that the device was not running while in the sheath. The pt experienced a pressure drop. Pressure was held at groin. The pt was given 0.5 mg atropine and the same dose of 0.5 mg approximately 30 to 40 minutes later, CPR was performed for 45+minutes before pt was pronounced deceased. Co have been unable to obtain a copy of the autopsy from the hosp.